Event description:
A peritoneal dialysis patient's mother reported that the patient was experiencing mental status changes during treatment on (B)(6) 2015. The mother also reported that they had several alarm issues with the cycler. A follow up call was made to the patient's peritoneal dialysis nurse. The patient was disconnected from therapy and taken to the ER. The patient was noted to have a uti. The patient's blood sugar at the time was also noted to be 112 which is low for the patient who is usually in the high 200s-300s as a baseline. The patient's nurse believes that the low blood sugar was related to the infection. The patient was treated with cephalosporins initially and then discharged on ciprofloxacin. The patient was discharged on (B)(6) 2015.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical staff and completion of the plant's investigation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. Medical record review: the patient's pdrn indicated the patient's altered mental status and low blood sugars were probably related to the infection. Medical records did not contain dialysis treatment sheets, hospital progress notes, dialysis progress notes, physician orders or diagnostic/lab results for review. There is no documentation in the medical record that indicates a causal relationship between the patient's liberty cycler and the patient's reported events.

Event description:
Medical records were provided by the patient's clinic. The patient presented to the emergency department on (B)(6) 2015 with acutely altered mental status. Work up in the emergency department revealed an acute urinary tract infection. Patient's altered mental status improved with treatment of the infection and initiation of peritoneal dialysis. Patient was empirically treated with cephalosporins but was discharged on ciprofloxacin. Patient also had elevated cardiac enzymes and was stared on heparin drip. However, echocardiogram showed no changes from any prior episodes and follow up cardiac enzymes were unchanged, so the heparin drip was discontinued. Patient was discharged on (B)(6) 2015 with diagnoses of altered mental status, acute urinary tract infection and elevated cardiac enzymes.